Manufacturer narrative:
A philips remote service engineer (rse) spoke to the customer and walked them through adjusting the configuration settings on the monitor. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint on the intellivue x3 indicating that the alarm settings are incorrect, they come up as being automatically off. The device was not use on a patient at time of event, there was no adverse event reported.